Event description:
Consumer reported complaint for erratic blood glucose test results. Complaint was initially reported by e-mail and customer was contacted by telephone. Customer stated that the true metrix air meter had been purchased a few days prior and that the results were inconsistent and varied. Results of concern were not provided. Customer stated that she had returned the meter to the pharmacy, and that they had provided her with a different brand meter. Product information, including test strip lot number and meter serial number was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: customer had returned the meter back to the pharmacy and was given a different brand meter as replacement; no follow-up is required.